Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-22369, related manufacturer reference number: 2017865-2022-22370. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Device was returned due to deceased patient. Saving device image was successful. Electrical, mechanical, and longevity analysis was normal with no anomalies found.